Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.